Event description:
It was reported that, "knee primary arthroplasty surgery was done in 2008. Recently, pt felt pain on operated knee and visited hospital. Surgeon found breakage of insert and so, he performed the tibial insert revision.

Manufacturer narrative:
Device eval anticipated, but not yet begun.